Event description:
It was reported that the drive suddenly stopped during use on a pt. The device was replaced. Ref.: #(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. The device in question will be investigated by a service technician of maquet. A supplemental- medwatch will be submitted when additional info becomes available.